Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had been very slow and had locked during reboot. A technical support specialist dialed into the station, checked data synchronization debug logs, verified the network connection, and reviewed the event viewer. No issues were found. The customer was informed that no issues were identified. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had slowness issue, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.